Event description:
A malfunction with code malf 0 was reported, and no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction did not recur after resetting. The customer was informed to continue using the pump and advised to call back if the malfunction occurs again.